Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed. The up/down keypad buttons responded intermittently to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down arrow keypad buttons are intermittently unresponsive when pressed. The reporter claimed that the buttons do not click and spring back as usual; however, reported that the keypad is intact. There was no adverse event associated with this complaint.